Manufacturer narrative:
Device data was retrieved and reviewed. The reported event was confirmed. The initial perfusion was largely unremarkable with flows towards the lower than expected range. Review of the data identified arterial pressure unable to maintain in the expected range from around 56 minutes in the perfusion. A pinch valve issue could likely have been the cause of this event. Furthermore, the device was evaluated by a service engineer (se) at the customer site. The se found excessive blood ingress in multiple points, including the pinch valves. Both pinch valves were completely cleaned and re-aligned, and testing was completed successfully afterwards. It was noted that the blood ingress could have likely contributed to the reported issue.

Event description:
It was reported that the metra had not been registering an arterial flow for several hours. The clinical specialist (cs) walked the device user (du) through troubleshooting, but it did not resolve the issue. The graphical user interface (gui) screen was showing both inferior vena cava (ivc) and portal flows at 1.2 l/min leading to the 0 reading on arterial flow. Arterial blood gas (abg) and pressures were noted to be within limits. The surgeon was concerned with the perfusion. The liver had been on board for approximately five hours at the time. The cs escalated concerns to the surgeon and encouraged pumping for longer. Furthermore, the cs had the surgeon cut down arterial stump to observe flow and it was noted to be very strong.